Event description:
It was reported that during use, after trying to pull back the guide wire through a very narrow stenosis, the tip became unraveled. The guide wire was not jailed. The guide wire was removed in one piece, nothing remained in the patient. There were no patient effects. Then, a second guide wire of the same size was prepared. While preparing this second guide wire, the tip came became unraveled. The second guide wire was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second bmw universal ii guide wire (part#1009664)/lot#1011472) is being filed under a separate manufacturer report number. Guide wire tip separation of this nature may occur when the core is subjected to tensile or torsional overload beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology show the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued that would require the tip to be trapped, in order to create the required forces to damage the wire as described above. In this case, the lesion was described as a very narrow stenosis that could have contributed to the reported guide wire tip separation. Reportedly, the guide wire was removed in one piece and nothing remained in the patient. The guide wire was not returned which could have aided in the evaluation. Overall, the reported guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs a non destructive tip pull test of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.